Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -10.00/1.50/090 (sphere/cylinder axis) was implanted into the patients right eye (od) on (B)(6) 2024. Excessive vault was observed. On (B)(6) 2024 the lens was exchagned for a shorter length lens and the problem was resolved.

Manufacturer narrative:
(B)(4).